Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator 97715 intellis adaptivestim pain site, as well as pain at the ins site with palpation. The patient reported difficulty coupling while charging and needed to apply significant pressure on the paddle to maintain coupling. The physician noted that the ins felt deep and appeared tilted. During troubleshooting, charging diaries were checked and poor recharge quality was identified, with a recharge coupling strength issue noted. A device revision was planned, with an estimated timeframe at the end of (B)(6) 2025, though no surgery datehad been set. No patient complications have been reported as a result of this event.  The manufacturer representative (rep) indicated they would send any further information as they become aware.